Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant evo stent grafts were implanted in the endovascular treatment of a 60mm fusiform descending thoracic aortic aneurysm into zone 3. It has been reported that just under four years later, interim CT imaging identified stent ring enlargement (measured maximum device diameter is 1.5mm greater than nominal device diameter), aneurysm enlargement (72.3mm on this image compared to 66.3mm at 1-month) and also a deformation of the most proximal sealing stent, all on stent graft vemf4343c225cu. No endoleak or stent fracture was identified. No cause was reported. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Due to persistent slow sac growth/nonruptured thoracic aneurysm, the physician elected to complete intervention. On (B)(6) 2021, three medtronic endografts were used to extend the endograft and realign it with a different device. The patient was discharged post the repair on (B)(6) 2021 in a stable condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated section h.2. B5; additional information: corelab review of imaging from approximately 5 years and 8months post index procedure identified persistent aortic enlargement of +9.8mm. There was 2 stent ring displacement ( stent ring migration) observed:+4.8mm above threshold (persistent) +5.3mm above. There was 4 stent ring enlargement identified: +4.8mm (persistent) +3.6mm (new) +2.3mm (new) +1.8mm (new). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; the site has assessed the persistent slow sac growth event as related to the study device and probable procedure related. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The site has updated the relationship assessment of the slow sac growth event to not procedure related. Cec adjudicated the event of secondary procedure performed due to persistent growth of aneurysm sac. Imaging demonstrated stent ring enlargement which could be a contributing factor to the sac growth. Cec adjudicated the event as device related but not procedure related. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: update to b5: in addition to the stent ring displacement (stent ring migration) seen on imaging on (B)(6) 2023. Stent ring displacement was also identified during an interim follow up core lab review of imaging on the following dates: on (B)(6) 2020: stent ring displacement (stent ring migration): yes; 2 ((B)(6)) +1.2mm above threshold (new); +2.1mm above threshold (new) (B)(6) 2021: stent ring displacement (stent ring migration): yes; 2 ((B)(6)) +4.3mm above threshold (persistent); +4.1mm above threshold (persistent) (B)(6) 2021: stent ring displacement (stent ring migration): yes; 2 ((B)(6)) +4.7mm above threshold (persistent); +4.0mm above threshold (persistent) (B)(6) 2021: stent ring displacement (stent ring migration)yes; 2 ((B)(6)) +5.3mm above threshold (persistent); +4.9mm above threshold (persistent) (B)(6) 2022 (exited fu): stent ring displacement (stent ring migration): yes; 2 ((B)(6)) +4.8mm above threshold (persistent); +5.3mm above threshold (persistent). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: additional information received : the core lab has evaluated 3 subsequent imaging's since the aneurysm enlargement was first noted. The aneurysm has increased in size since last reporting. Aortic enlargement: yes; + 10.6mm, 2 months later. Aortic enlargement: yes; + 9.6mm, a further month later, aortic enlargement: yes; + 10.1mm. Subsequent later imaging's show the following updates to the reported stent ring enlargement: 1) stent ring enlargement: yes; difference + 2.8mm device vemf4343c225cu (B)(6), 2) stent ring enlargement: yes; difference + 3.6mm device vemf4343c225cu (B)(6) and 3) stent ring enlargement: yes; difference + 3.1mm device vemf4343c225cu (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H9 continued: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.